Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system won't boot on flexvision pc. Upon remote analysis, it was found that flexvision pc did not see hdd in bios dennis and teun have mounted disk in slot 2, system works as it should again the philips engineer suggested service, but the service quote has been not accepted by the customer and no service is provided from the philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the flexvision pc¿s hard disk.